Manufacturer narrative:
The device was expected to be returned. Should the device be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered fc1003 related to low voltage capacitors. A replacement was scheduled. A review of the device data by technical services (ts) confirmed the low voltage fault and noted that the device was malfunction and should be replaced and returned for analysis. The device was subsequently explanted and was expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered fc1003 related to low voltage capacitors. A replacement was scheduled. A review of the device data by technical services (ts) confirmed the low voltage fault and noted that the device was malfunction and should be replaced and returned for analysis. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field and patient identifier field.

Manufacturer narrative:
The returned teligen was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered fc1003 related to low voltage capacitors. A replacement was scheduled. A review of the device data by technical services (ts) confirmed the low voltage fault and noted that the device was malfunction and should be replaced and returned for analysis. The device was subsequently explanted and was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered fc1003 related to low voltage capacitors. A replacement was scheduled. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.